Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. During troubleshooting with tandem technical support, the malfunction was able to be cleared and insulin delivery resumed. The customer's blood glucose level was 97 mg/dl.